Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep could not reproduce the failure. The rep performed an auto calibration and gain calibration as a precaution. The system passed the system checkout and was functioning as intended. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the site found artifact in the 3d image while doing an image quality check. There was no patient involved.